Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The device remains implanted. The recipient is using the device. This is the final report.

Event description:
The recipient reportedly experienced a loss of residual hearing. No clinical change is anticipated in this event.

Manufacturer narrative:
The recipient's threshold levels have reportedly improved at some frequencies but there is still a continued loss of residual hearing. No further clinical changes are anticipated. This is the final report.